Event description:
Patient undergoing laparoscopic robotic-assisted radical prostatectomy. When removing trocar which was used for the camera from the patient, it was noted that the trocar had broken into multiple pieces which were in the patient's abdomen. The pieces were removed from the patient and the surgery was completed. It was also noted during the procedure that one of the trocars used for the instruments was allowing co2 to leak from the abdomen. During the surgery this trocar was replaced with a trocar from a different manufacturer which stopped the leaking. There was no patient harm as a result of either of these events.